Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "while doing a robotic esophagectomy with [doctor] we were attempting to use the mediastinoscopy needle to deliver a intercostal nerve block. While going through the incision site the needle broke off in the patient and is lost". No medical intervention required. The patient status is reported as "fine".

Event description:
It was reported that "while doing a robotic esophagectomy with [doctor] we were attempting to use the mediastinoscopy needle to deliver a intercostal nerve block. While going through the incision site the needle broke off in the patient and is lost". No medical intervention required. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. All complaints are trended across product families. Therefore, a separate complaint history review is not required. Sap was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted. The customer's photos were reviewed which show a broken device; however, the shape of the device depicted does not match the catalog images of this device. The shape of the customer's device does not match the product drawing for this product code. The product was provided by another manufacturer. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. The complaint will be reinvestigated if the customer's sample is received. Teleflex will continue to monitor and trend for reports of this nature.